Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarms. The customer states they noticed cannulas missing from sensors when they were removed. The customer's blood glucose level was 112mg/dl. Troubleshoot was conducted. The customer was advised the sensors would be replaced and returned for analysis.